Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaints valve malposition and paravalvular leak were unable to be confirmed due to unavailability of returned device/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of IFU/training materials revealed no deficiencies. Per the event description, ''the first 29mm s3 was implanted with plus 3cc and it landed low at 60/40. Due to the look of instability and moderate perivalvular leak the team decided to place a 2nd valve inside of the first valve.'' Per review of the additional complaint activity, ''this was a known off label case to start,'' and that the patient's annulus had ''some calcification but very little.'' The valve relies on the presence of calcium in order to secure its position in the annulus. In this case, it is possible that the minimal calcification in the patient's annulus may have affected the thv positioning and deployment characteristics, leading to thv malposition. As such, available information suggests that patient factors (minimal calcification) and/or procedural factors (off-label operation) may have contributed to the complaint event. As the thv was implanted too ventricular or malpositioned, the pvl skirt was likely unable to properly seal against the target site (native annulus), resulting in paravalvular leak. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remains implanted.

Event description:
Edwards received notification from a field clinical specialist that during an off-label transfemoral tavr, the first 29mm s3 valve landed low at 60/40. As reported, the patient had native aortic insufficiency with an lvad in place. The first 29mm s3 was implanted with plus 3cc and it landed low at 60/40. Due to the look of instability and moderate perivalvular leak the team decided to place a 2nd valve inside of the first valve. The second 29mm s3 valve landed somewhat higher and decreased the leak and the patient is stable and doing well at this time. The final pvl was mild l. The patient was symptomatically better. No other plans for treatment at this time.